Event description:
Chemical synovitis of knee [synovitis], agony [unevaluable event]. Case description: spontaneous report was rec'd on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f 20) injection (location and dosage regimen not provided). The lot number of synvisc was not provided. It was reported that on an unspecified date, the pt developed chemical synovitis of knee (unspecified) after naturopath injected knees with synvisc that had been adulterated by a pharmacy with the addition of chondroitin sulphate and glucosamine. It was reported that the pt required intervention (not specified) to prevent permanent impairment or damage. The pt was in agony for seven days. The action taken with synvisc treatment was not provided. The outcome of chemical synovitis of knee was not yet recovered. The outcome for the event of agony was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc and both the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was rec'd on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.